Event description:
It was reported by service report that the bed had intermittent power. The customer believed there was a short in the power cord. The customer reported that they did no know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
(Result and conclusion) - intermittent power was due to power cord not being fully connected, not because of a short in the cord - there was no product malfunction.